Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead exhibited "not ideal" test parameters at different sites within the right atrium. The ra lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited diminished sensing and intermittent capture.